Manufacturer narrative:
The customer reported that the event occurred during using the maxi twin device and a padded sling with model number maa4100m-m. The resident was transferred from a wheelchair to a toilet with the assistance of 2 caregivers. The resident was lifted over the toilet (patient did not sit on toilet), the caregiver blocked the castors and assessed that the resident can be left alone. After a few minutes, the caregiver heard a loud noise, then came to the toilet and noticed that the sling's left leg clip detached. As a consequence of the event, the patient fell out of the sling. The patient sustained laceration which required first aid measures. After the event, the arjo technician attended the facility to evaluate the device. However, the device was used by the customer and therefore was not inspected by arjo. The sling inspection did not show any malfunction. The technician observed that the customer used padded sling extended leg for toileting purposes. Arjo offers different sling that is intended for toileting purpose ¿ a toilet clip sling. The padded sling extended leg, that was used by the customer, is intended to transfer the patient to/from seated to/from supine position. The toilet clip sling has been specially designed to help support patient resident while toileting. The toilet clip slings have different construction than padded sling extended leg and have more space in the buttocks area. The clip attachment method however, to the device spreader bar, is the same in both slings. The clip is unlikely to detach, once it is installed, the resident is lifted in the sling and the tension on the clip is present during the transfer. In the complaint scenario, the resident was transferred and lifted over the toilet, which would suggest that the clip was in place. To pull out a clip under tension, a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required. As there was no witness of the patient fall we are unable to determine how the patient fell out from the device. It is impossible to define if the patient slip out of the sling due to clip detachment or any other reason. According to the procedures provided in the instruction for use of the maxi twin (04.sc.00): ¿warning: to avoid the resident from falling, make sure that the sling clips or loops are attached before as well as before and during the lifting initiation.¿ ¿warning: to avoid injury, make sure that the resident is not left unattended at any time.¿ to sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The resident was transferred from a wheelchair to a toilet with the assistance of 2 caregivers. The resident was lifted over the toilet (do not sit on it), the caregiver blocked the castors and assessed that the resident can be left alone. After a few minutes, the caregiver heard a loud noise, then came to the toilet and noticed that the sling's left leg clip detached. As a consequence of the event, the patient fell out of the sling.